Event description:
The customer claims that the alarm has power but no alarm tone when pressure is released from the pad. Also, no alarm tone when the pad is detached from the alarm. They tested it with new batteries and new sensors. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm does not power on. It was tested with new batteries. There is no damage to the battery connectors or wires. There is corrosion on the battery connectors. (B) (4).